Manufacturer narrative:
The device history record for the indicated lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The device was discarded by the user facility and unable to be evaluated. User facility was contacted for further information regarding the event, however no response was received. If additional information is received, an addendum will be submitted. There are several factors that can contribute to the development of a cyclodialysis cleft after surgery, including the type of surgical procedure performed, the degree of trauma to the eye during surgery, and the patient's underlying health status. As device evaluation could not be conducted and with no additional information from the user facility, no conclusions could be made on the cause of the adverse event in relation to the device.

Event description:
Surgical sales consultant reported "[doctor] determined the patient experienced a cyclodialysis cleft at the pow1 patient visit. At the pod1, the surgeon feedback was the iop was <10 mmhg. After the pow1, the surgeon communicated via text the iop was 3 mmhg and probably experienced a cyclodialysis cleft."